Event description:
It was reported that patient experienced pain. The patient presented with iliac compression. A 16x90x75cm venous wallstent was inserted into the patient for treatment. However, the patient began complaining of 10/10 pain and unable to tolerate. Once the device was removed, the pain subsided. The procedure was aborted and physician plans on rescheduling procedure for hospital with anesthesia. There were no further patient complications reported.